Manufacturer narrative:
Investigation completed on 05jan2018. The device was returned to the manufacturer for evaluation. A visual inspection found no visible, physical damage. Functional testing found the mlx light source powered "on" and ran for a one-half hour burn-in period. No smoke was emitted. The reported complaint was unconfirmed given the reported condition was not reproduced.

Event description:
A customer reported, following the use of mlx 300 w xenon lightsource, the device had smoke coming out of turret and the vents. No patient injury was reported.

Manufacturer narrative:
Corrected data: b4 & g4 the awareness date should be 12/20/2017 previous MDR submitted with the incident date of 12/8/2017.

Manufacturer narrative:
Corrected field: g6 (follow-up #) there is a mistake in the "follow-up #" field (g6). It was sent as follow-up #2 instead of follow-up #1. This report is to make the correction in g6 field.

Event description:
N/a.